Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (aortic dissection); patient's condition affected effectiveness of device (traumatic dissection of the thoracic aorta); failure to follow instructions (placement of bare springs inside another stent graft). Conclusion: device failure/lack of effectiveness related to patient condition (traumatic dissection of the thoracic aorta); operational context contributed to event (placement of bare springs inside another stent graft).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of 47 mm diameter x 55 mm length traumatic sac cular thoracic aortic aneurysm in zone 2 approximately 34 months ago. The proximal neck was 34 mm in diameter. The distal neck was 25 mm in diameter. The patient was in a mva and was sent to the hospital where they found the taa. It was reported at the 12 month follow up appointment the CT showed a type ib endoleak. The area of the endoleak was checked and an aortic dissection was confirmed at the distal end and outside of the stent graft. A talent thoracic stent graft 3838114 was implanted in zone 3. Five days later a CT showed that the endoleak had resolved. At the six month follow-up after that the aortic dissection was almost resolved. The cause of this event was predicted to be a combination of aging vessel condition and contact of the endoleak area with the front edge of the stent graft. No additional clinical sequelae were reported.